Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported the green light on the communicator goes off and in an hours they will have no tingling. Patient mentioned they'll press the power button on the communicator then they'll feel the tingling and in an hour they will have no tingling. Patient also mentioned that when they are standing more than 5 minutes, they get into a lot of pain. The issue began a month ago. Patient mentioned that they had their follow up appointment weeks ago and the representative adjusted the stimulation and said that maybe it was because they were going through the battery too quick. Patient said that every 15 seconds, the stimulation will go on and off but it will only stay on for 10 seconds. During the call, patient was able to connect to their implant and confirmed that the therapy was on. Patient was on group d with neurosense. Agent asked the patient if they had a cycle therapy where the stimulation changes intermittently and patient confirmed. Agent reviewed with patient the battery light of the communicator was not connected to whether or not the patient can feel the stimulation. Patient denied any recent falls/trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.